Event description:
It was reported that patient underwent an unrelated shoulder surgery and post op the ipg was unable to be reconnected .the ipg was placed in surgery mode prior to the surgery. Several attempts were made try connecting but the ipg was unable to be recoverable. No further action has been decided at this point.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
For devices implanted prior to (B)(6) 2017 and/or the service app occurred prior to (B)(6) 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.